Event description:
The site reported the following: a male pt with vascular disease underwent a procedure of the distal superficial femoral artery (sfa). A jetstream sc 1.6 atherectomy catheter was used as well as various guidewire and catheter combinations and a spectranetics laser. The jetstream catheter was used to make 2 passes and an angiogram showed an evident channel with no evidence of perforation. Following that a cutting balloon was utilized to further dilate the vessel and an angiogram showed no evidence of perforation. A stent was placed and the procedure was concluded to the physician's satisfaction. Four days later the pt had swelling in the area and was taken to have an angiogram which confirmed a perforation and a longitudinal tear along the area of the sfa occlusion. The physician was able to cover and seal the perforation and tear with a viabahn stent. The physician reports that the pt is doing fine. But he also said it could have been any of the other devices that were used. He said that the pt is doing fine.

Manufacturer narrative:
The jetstream sc 1.6 atherectomy catheter was discarded after the initial procedure, therefore, was not available for product analysis to evaluate. Based on the review of previous complaint records and the info provided by the customer, there is not enough info to determine whether the jetstream device caused or contributed to the adverse event. This event is considered reportable as the association between the jetstream device and the noted event which required add'l intervention cannot be conclusively ruled out. This info does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.